Event description:
The pt was implanted with a left ventricular assist device (lvad). During implantation, it was reported that the surgeon noticed an abnormal pulsatile blood leak from the inflow conduit. The surgeon exchanged to a new implant kit and no effects to the pt were reported.

Manufacturer narrative:
Approximate age of the device is 1 day. Pt info was not provided to the manufacturer. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The sealed inflow conduit was returned to the manufacturer for evaluation. The reported event was confirmed through our evaluation; however, no device-related issues were discovered during the examination of the returned part and the exact leak flow path could not be identified. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the pulsatile blood was noted at the hole of the connection; the amount was concerning and reported to be abundant. The patient was still on cardiopulmonary bypass and the pump was fully implanted. Further clarification was not provided.